Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a stroke. A family member indicated that the patient was seen at the hospital, and heart imaging indicated that there was clotting on the implanted lead, and this was identified as a possible cause of the stroke. No further information could be obtained through a follow-up investigation with the following physician. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.